Manufacturer narrative:
The subject device was returned for inspection. Based on the results of the investigation and the information provided, it is likely due to a component damage or deterioration, environmental issues such as dust, dirt, and humidity, optical problems, thermal issues, and electrical problems such as signal loss or circuit breaks. The most probable cause is a random component failure without any design or manufacturing issue. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope did not work a b30 (scope communication error) occurs due to damage to the imaging part. There were no reports of patient involvement.